Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the they were in emergency room due to hyperglycemia on (B)(6) 2019 in the early afternoon. The customer blood glucose level was 800 mg/dl at the time of hospitalized. The customer declined to troubleshooting. The customer was treated with insulin drip. Customer stated his blood glucose was going high and said he did not feel well, so he called emergency room and they took him to the hospital where they took the insulin pump off. The insulin pump will not be returned for analysis.